Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Concomitant products: monopolar curved scissors instrument (part #470179-23).

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, a burn injury occurred while monopolar energy was being activated. The surgery was successfully completed robotically. An erbe vio dv generator was utilized; however, the specific instrument in use at the time of the event could not be confirmed, as the burn injury was identified postoperatively. The generator settings during the procedure were: monopolar cut - auto effect- 3. Monopolar coag - swift effect- 3. Bipolar coag - soft effect- 3. The grounding pad was placed on the thigh (laterality unspecified), showed no defects, and was reportedly positioned correctly. Three burn marks, assessed as second-degree burns, were described as red, superficial partial-thickness injuries without charring. The location of the burn marks remain unknown. The surgeon applied burn ointment; excision was not required, and no bleeding occurred. According to the surgeon, the cause of the burn marks could not be determined. The surgical team did not observe any evidence of arcing electrical energy during the procedure, and no abnormalities or damage were noted on any instruments or accessories.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: g3, g6, h2, h11. Corrected data: h11. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse inspected the erbe generator using both a grounding pad and a training instrument. No issues were identified during the evaluation. The customer was advised to ensure proper use of the grounding pad as outlined in the instructions for use (IFU). The system was tested and verified as ready for use.